Event description:
It was reported that on (B)(6) 2023, an 8mm amplatzer vascular plug ii was implanted during a ventricular septal defect surgery. On a later date, it was noted that the originally blocked surgical site was found to have blood leakage from the branch of the blood vessel. On (B)(6) 2024, a 6mm amplatzer vascular plug ii was chosen for implant using a non-abbott delivery system. During the procedure, the device was not able to be advanced. On angiography, it appeared that the vessel path was too narrow and curved, making it impossible to reach the target location for placement of the device. The device was removed. Patient was sent to surgery to control the bleeding from the blood vessel and not due to a device malfunction.

Manufacturer narrative:
It was reported that an 8 mm amplatzer vascular plug ii was implanted during a ventricular septal defect surgery. On a later date, it was noted that the originally blocked surgical site was found to have blood leakage from the branch of the blood vessel. The avp ii device was used off-label for a ventricular septal defect surgery. Please note that, per the instructions for use, "indications and usage: the amplatzer vascular plug and amplatzer vascular plug ii are indicated for arterial and venous embolizations in the peripheral vasculature." The device remains implanted and will not return to abbott for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from field indicated that a 6 mm avp ii device was chosen for implant, however the device was not implanted due to difficulty placing the device. Based on available information, the cause of reported blood leak could not be conclusively determined. The patient was sent to surgery to control the bleeding from the blood vessel, and not due to a device malfunction. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2023, an 8mm amplatzer vascular plug ii was implanted during a ventricular septal defect surgery. On a later date, it was noted that the originally blocked surgical site was found to have blood leakage from the branch of the blood vessel. On (B)(6) 2024, a 6mm amplatzer vascular plug ii was chosen for implant using a non-abbott delivery system. During the procedure, the device was not able to be advanced. On angiography, it appeared that the vessel path was too narrow and curved, making it impossible to reach the target location for placement of the device. The device was removed. Patient was sent to surgery to control the bleeding from the blood vessel and not due to a device malfunction.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.